Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. The device was reprogrammed and the patient will continue to be monitored. This device remains in service. No further adverse patient effects were reported.